Manufacturer narrative:
A philips service engineer inspected the system onsite and confirmed the reported problem. The service engineer determined that the digitally controlled power supply (dcps) was faulty. After replacing the dcps, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system would not start. Philips has investigated this complaint. The system was not in clinical use when this occurred. There was no report of harm.